Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is being filed late due to an isolated oversight.

Event description:
Clinic reported a patient who has lingering lumps and bumps in both axilla 2 1/2 years post miradry treatment. No medical intervention performed.